Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 205 mg/dl and a manual insulin injection was administered. Pump system check was performed and champagne size air bubbles were found in the tubing. Customer changed the infusion set site only and insulin delivery was resumed.